Manufacturer narrative:
Additional information: b5, b6, b7, h2 and h11 b5: upon follow-up, it was reported that three days after the peritonitis diagnosis, the patient was treated with vancomycin (2g intermittent administration, once a day, intravenous) followed by vancomycin (2g intermittent administration, once a day, intravenous) eight days after the diagnosis for bacterial peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin (2g, daily, intraperitoneal) for 11 days and amikacin sulfate injection (0.2g daily, intraperitoneal) for peritonitis. Pd therapy was ongoing. It was reported that the patient recovered from the event eight days after the event occurred. No additional information is available.